Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned reflection ball joint screwdriver shaft indicated that the screwdriver end fractured off. The fractured portion was returned. This device was manufactured in 2017, showing signs of wear/use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed batch. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a thr procedure, tip of screwdriver broke off while implanting a screw into the r3 shell. Broken piece was retrieved successfully. Flex driver used to complete the case. Delay from (0-30) minutes reported. No impact or injury to patient reported.